Event description:
It was reported that during an ipg upgrade, it was found out that one of the port plug had migrated out of the ipg. The physician opted to explant the port plug. The patient was doing well postoperatively, and the explanted device was discarded by the facility.